Event description:
According to the reporter: balloon was broken. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Additional information requested via email: 1. What surgical procedure was being performed? 2. Could you please describe the incident in more detail? 3. What part of the balloon was broken? There was not a incident other that the balloon would inflate 4. What is the patient's current status? No additional information can be provided by the account.

Manufacturer narrative:
(B)(4).